Event description:
Upon opening the catheter prior to a procedure, the neuron 070 was noted to have a flattened portion just proximal to the distal marker band. The unit was disposed of and another opened to complete the treatment.

Manufacturer narrative:
The hospital was unsure which versions of the neuron 070 was involved in the complaint. The device was not returned. Without the return of the device, the root cause of the problem cannot be determined.